Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had no telemetry and the patient reported a syncopal episode. Through the patient's skin, the device doesn't look like a guidant device.